Event description:
The user facility reported that a surflo IV catheter was inserted into the back of a patient's hand, infusion was started, and no abnormalities were felt upon insertion. The following day, the attending nurse found that the infusion line had come off the patient's hand and that the entire catheter was missing and could not be located. Subsequently, an x-ray was administered and the patient underwent a palpation exam, but the catheter was not found. The patient is currently under observation.

Manufacturer narrative:
Based on the user facility information, non-resorbable material was potentially left unretrieved in the patient's body. (B)(4). The actual device was returned and evaluated by the manufacturer. Visual inspection confirmed that the catheter was missing from the hub. The hub was inspected using a microscope and found that the caulking pin (a metal pin that is inserted in the catheter hub that connects the catheter to the catheter hub) was normal. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The evaluation results suggest that the actual device may have been subjected to an excessive pulling force causing the catheter to come apart. Device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) do not pull the catheter with excessive force; (2) do not push the catheter with excessive force; (3) do not bend the catheter." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).